Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states there is blood leakage into the catheter and air detection. The catheter was placed on (B)(6), 2012 in right subclavian. The catheter was in place for 6 months and 20 days. The catheter was pulled and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.